Event description:
International customer reports that an object was visualized on CT-scan and x-ray following aorta bifemoral bypass. The surgeon suspects a piece of radio-opaque umbilical tape is retained, however, comparative studies with other devices are inconclusive. All strands of tape were accounted for at the end of the surgical procedure, however, the length was not assessed.

Manufacturer narrative:
Date sent to the FDA: 08/15/2007. Conclusion : no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.